Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately proximal left circumflex artery, obtuse marginal branch, and distal left circumflex artery. Pre dilatation was performed at 16 atmospheres using a 2.75mm x 15mm non-bsc balloon catheter from distal circumflex artery and the proximal left circumflex artery was dilated at 20 atmospheres. A 2.5mm x 20mm promus element plus was advanced and deployed at the distal left circumflex artery. Dilation was performed twice at 16 atmospheres. A 3.50 x 28mm promus element stent was selected to treat the lesion. Physician attempted to deploy this device at the proximal of the 2.5mm x 20mm promus element plus stent; however, the device came into contact with both the edge of the 2.5mm x 20mm promus element plus stent and the calcified site. The device was unable to cross the lesion despite several attempts and it was noted that the distal edge of the stent got lifted. Additional pre-dilatation was performed using a 2.75mm x 15mm non-bsc balloon catheter at 24 atm and implantation of a 2.75mm x 24mm promus element plus stent overlapping with the 2.5mm x 20mm promus element plus stent. Dilation was performed at 20 atms. The proximal left circumflex artery was not dilated enough, so dilatation was performed again with an unspecified balloon catheter up to 18 atmospheres. Ivus was then performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.